Event description:
It was reported that the implantable cardiac monitor exhibited undersensing and varying r-wave amplitude. The device remains implanted and will continue to monitored. The patient was asymptomatic and stable.